Manufacturer narrative:
Updated fields: h2, h6, h11. Additional information: it was reported that during a da vinci-assisted cholecystectomy, the patient sustained an injury to their abdominal aorta caused by a trocar port placement; the patient hemorrhaged and expired. The surgeon of the procedure specified the trocar placed was an optiview brand trocar, not an intuitive product. The surgeon specified that the da vinci system was never docked to the patient, da vinci robotic instruments were not used, and the cholecystectomy procedure was not performed. The injury occurred during initial trocar placement at palmer's point with an optiview 5mm laparoscopic trocar; no veress needle was used. The surgeon reported that the aorta injury was not noted during port placement; the injury was discovered retrospectively during the patient autopsy.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The event was reported by a consumer and no additional details were provided. There was no allegation of a product issue or malfunction and no device is being returned for investigation. Insufficient information is available for procedure verification; therefore, no da vinci system or instrument logs are available for review. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died following a trocar injury to the aorta during an attempted cholecystectomy. This type of injury is a surgical technical error. Based on the information provided in the summary of events, the da vinci system did not contribute to this event.

Event description:
It was reported that during trocar port placement for a da vinci-assisted cholecystectomy, the patient sustained an injury to their abdominal aorta resulting in hemorrhage; the patient expired. The patient reportedly did not have any trauma before going into surgery. Attempts to obtain information from the surgeon were made; however, no response has been received.